Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('my right side coil are in the tube but are fragmented') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic congestion ("pelvic congestion syndrome ") and pain ("pain"). The patient was treated with surgery. At the time of the report, the device breakage, pelvic congestion and pain outcome was unknown. The reporter considered device breakage, pain and pelvic congestion to be related to essure. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('my right side coil are in the tube but are fragmented') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic congestion ("pelvic congestion syndrome") and pelvic pain ("pain"). The patient was treated with surgery. At the time of the report, the device breakage, pelvic congestion and pelvic pain outcome was unknown. The reporter considered device breakage, pelvic congestion and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: device breakage, pelvic congestion pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: quality safety evaluation of product technical complaint. On 2-dec-2019: all source document information, reporter and reference section from deletion case (B)(4) added to this case. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.